Event description:
It was intended to implant one endeavor resolute drug-eluting stent to a calcified lesion of the lcx which had 80% stenosis. The device had been prepped before use with no issues noted and the lesion had been pre-dilated. During positioning it is reported that resistance was encountered and the device could not pass the lesion. The physician used a new device (same model) to complete the surgery. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the device was returned for analysis. There were two kinks located on the hypotube at 34cm and 68cm distal to the strain relief. The 12th distal segment was deformed. The distal tip of the device had no evidence of damage. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (stent deformation): patient¿s condition affected effectiveness of device - (lesion morphology - 80% stenosis and calcification): deformation problem (stent) evaluation codes, conclusions: device failure related to patient condition - (lesion morphology - 80% stenosis and calcification). 22: inherent risk of procedure ¿ (stent deformation) (B)(4).